Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11141 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced site issues with infusion sets. The site issues were of the same type, specifically leaking at the infusion set insertion site. The event dates for these issues were 02-may-2024 and 09-may-2024. The duration of use for the infusion sets is unknown. The patient's blood glucose (bg) at the time the issue was noticed ranged from ~300-359mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.